Event description:
It was reported that during the implant procedure for the trial catheter, the surgeon used an accessory kit, 8785/0208783413, which the anchor displayed the tendency to deform and not deploy and so it was not implanted. Another anchor from kit 8785/0209607716, exhibited some similar characteristics as it seemed more ¿sticky and harder to deploy than usual.¿ however, with the aid of a blunt forceps that anchor was successfully deployed onto the catheter and sutured into place. The location of the issues were reported as the distal segment. Visual and tactile assessment outside the sterile filed indicated the anchor was soft but would not dispense from the tool. No temperature issues could be identified in the storage area. No diagnostic testing or troubleshooting was specified. The issue was reported as resolved but the cause undetermined. Implant of the catheter and porthales was completed without any further issues. No patient symptoms were reported but this had increased surgical time slightly. At the time of the report the patient's status was reported as alive-no injury. Otherwise there were no additional complications. It was unknown what medication this device system was to deliver once the catheter was implanted. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot# 0209607716, implanted: (B)(6) 2015, product type: accessory. Product ID: 8780, lot# 0209573355, implanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter (lot# 0209573355) found the anchor did not properly detach from the ascenda tool and was not usable. Only the anchor deployment tool was returned, with the anchor still attached/stuck on the hypotube. The proximal side of the anchor was deformed in shape/folded. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.